Event description:
The advocate stated her father received blood glucose readings of 300 and 275mg/dl from two contour meters, re-tested on a different meter and received 140mg/dl. The customer was having symptoms of hypoglycemia and was taken to the doctor where his blood was retested, and the reading was 70mg/dl. Information regarding treatment was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement test strips and meters were sent to the customer.

Manufacturer narrative:
Initial reporter information was not provided.

Manufacturer narrative:
(B)(4). There was no evidence the customer was treated for hypoglycemia.